Event description:
During an implant attempt, ventricular capture failure was noted to the subject device. Reportedly, this issue was observed with the outputs of 3.5v, 0.35ms and 5v, 1ms. The threshold was 2.5v, 0.5ms when the ventricular lead parameters were tested by an analyzer. The connection was tested, but the loss of capture was still present. A new pacemaker was implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.